Event description:
In 2008, a female patient (lg) was implanted with a gore propaten vascular graft. An above-knee bypass procedure was performed on the left leg, from the common femoral to popliteal artery. A thromboendarterectomy (tea) procedure was performed in the common femoral artery at implant. Thrombosis was noted within 30 days of the surgery and a reintervention was performed.

Manufacturer narrative:
The initial reporter is not the implanting physician. The name of the implanting physician has been requested.